Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient developed an infection at the lead site following a revision procedure (MFR report #: 3006630150-2016-00182). Symptom was a lot of swelling from the lead site. It was believed that the infection was procedure related. The patient was prescribed antibiotics.